Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc.

Event description:
(B)(4) ¿ the dentist reported that 1 year and 3 months after the dental implant was installed in intraoral region 3#, its non- osseointegration was observed. Moreover, 25n.cm of primary stability was achieved, the patient presented insufficient bone quality/quantity (bone type IV) and bone graft was performed.